Event description:
It was reported that upon device interrogation, stored egms revealed that the patient received multiple inappropriate hv therapies due to noise. The noise was not reproducible. Low pacing lead impedance was also noted. Externalized conductors were observed via x-ray. Lead revision is planned. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).